Event description:
Procedure type: unknown. According to the reporter: when the device was inserted, the inner sealing was torn and fell into the cavity. All the pieces that fell into the cavity were retrieved. Another device was used. There was no additional bleeding or no tissue damaged. The operative time was not extended more than 30 minutes. No patient injury was reported.

Manufacturer narrative:
(B) (4).